Event description:
It was reported that while unplugging the system from the electrical outlet, the operator touched the metal prongs and burned the hand. No visible blistering or discoloration was observed.